Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d204drm implantable defibrillator (B)(6) 2012; 407645 implantable pacing lead (B)(6) 2012. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had pwave oversensing and 3952 short interval counts (sic) that occurred in four months. It was also reported that the rv sensing configuration was reprogrammed about a year ago due to t-wave oversensing (twos). The rv lead remains in use and no patient complications have been reported as a result of this event.